Event description:
It was reported that the left ventricular lead had dislodged and exhibited loss of capture. The lead was explanted on (B)(6) 2019 and the patient was stable before, during, and after.

Manufacturer narrative:
Analysis was normal. No anomalies were found.